Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported skin irritation and scarring. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod dislodged from the infusion site on the abdomen after approximately 4-24 hours of wear and was followed by skin irritation at site. No impact on blood glucose levels was reported. The patient reported that the pod left a mark on the skin and noted that she has experienced scarring from pod use in the past despite appropriate site rotation. The patient reported having used skin tac adhesive barrier and mastisol liquid adhesive in the past. No additional information was provided regarding additional skin symptoms or treatment for the irritation. This event is being reported due to the reporting skin scarring attributed to pod use.